Manufacturer narrative:
Date sent: 05/21/2009. Missing bag. Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident, as the bag was not returned for analysis. The pouch device was returned in good condition and fully deployed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap appendectomy procedure, the appendix fell through the bottom of the bag while attempting to remove it from the abdominal cavity. Another device was used to complete the procedure. There was no adverse consequence to the pt.